Event description:
A customer reported an issue with the speaker and vibration function of their insulin pump, specifically noting that the vibration was not working even when the settings were correctly adjusted. There was no reported impact on the customer's blood glucose levels, as the customer declined to provide specific values, and the scenario did not suggest an immediate adverse effect. Tandem technical support instructed the customer to attempt troubleshooting steps to confirm the issue and eventually replaced the faulty pump. The customer was advised to use multiple daily injections as backup therapy to maintain insulin delivery and was informed about the process to return the defective pump.